Manufacturer narrative:
Result: weld.

Event description:
It was reported by service report that the weld was broken on the inner base tube main frame. No pt involvement or adverse consequences are reported.